Event description:
According to the discharge summary, the pt was admitted on 5/21/96 and a single chamber via pacemaker lead was inserted. The pt tolerated the procedure well and was returned to a general medical ward on telemetry. Later that night, the pt's pacemaker lead lost capture and the pt's heart rate remained at 37. The pt was returned to cardiac catheterization lab the next morning. The physician felt the reason the lead had lost capture was that the pt's endocardium was smooth and the tined lead had difficulty making contact with the endocardium. Thus the tined lead was replaced with an active fixation lead.